Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the unit was loose. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was loose. The customer ordered thumbwheels to tighten the unit. The customer replaced the thumbwheels to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 device indicating that the unit was loose, and that the customer ordered thumbwheels to tighten the unit to the stand. There was no patient involvement at the time the issue was discovered.